Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician investigated the unit and performed the following work. Reset heater current draw from 16 amps to 18 amps, reset main side pressure from 1.4 bar to 2.0 bar, and reset flow 18 l/min to 20 l/min. Perform functional tests. Check unit using pcload. Verify unit meets factory specifications. Perform electrical safety. All tests were performed successfully.

Event description:
Description from the customer: "customer called in for service on his hcu30. He stated that the unit is not heating properly and that the unit is still in use but did not have any patient details at the time of the call." (B)(4). (B)(6).